Event description:
It was reported that during an atrial fibrillation treatment procedure, foreign material was observed on the device. This intellamap orion was selected and was introduced in to the left atrium using a non-bsc introducer sheath irrigated with heparinized saline. After the end of the segmental pulmonary vein disconnection, an organic white gelatinous substance defined by the physician as a "protein deposit" was observed on the inner part of at least one of the branches of the orion catheter. The nature of the substance, viscous and slightly tacky, has not been identified as being cardiac tissue or coagulum by the doctor. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that foreign matter was noted on the backside of the spline #1, #4, #6. Moreover, foreign matter was found on spline #7 (proximal section). Splines #1, #2, #3, #4, #5 and #8 are peeled and scratched in the golden area over the electrode #5. No damages were noted on the electrode #5 on splines #6 and #7. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an atrial fibrillation treatment procedure, foreign material was observed on the device. This intellamap orion was selected and was introduced in to the left atrium using a non-bsc introducer sheath irrigated with heparinized saline. After the end of the segmental pulmonary vein disconnection, an organic white gelatinous substance defined by the physician as a "protein deposit" was observed on the inner part of at least one of the branches of the orion catheter. The nature of the substance, viscous and slightly tacky, has not been identified as being cardiac tissue or coagulum by the doctor. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).